Event description:
After pt fell and fractured her tibia follow up x-rays showed the support post on the tibial basepla had backed out. The pt was followed over several months and the support post continued to back out. At this point the pt became symptomatic and a revision was scheduled with a custom baseplate. The procedure was performed on 1/25/94 with a good finale result. It should be noted that the support post on the custom baseplate was torques with a wrench well over 100 inch pounds.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.